Manufacturer narrative:
Evaluation results: six cassette reservoirs were returned in used condition without their original packaging. The samples were visually inspected, at a distance of 12 to 24 inches and under normal conditions of illumination. No discrepancies were found. Accuracy testing was subsequently performed. The returned samples were connected to a cadd legacy plus pump and tested. All the samples passed the accuracy test. The average delivery error values were as follows: 6.72 %, 6.75 %, 2.86 %, 4.15 % and 4.42%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer reported product problem was not verified.

Event description:
Six cassette reservoirs were returned in used condition without their original packaging. The samples were visually inspected, at a distance of 12 to 24 inches and under normal conditions of illumination. No discrepancies were found. Accuracy testing was subsequently performed. The returned samples were connected to a cadd legacy plus pump and tested. All the samples passed the accuracy test. The average delivery error values were as follows: 6.72 %, 6.75 %, 2.86 %, 4.15 % and 4.42%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer reported product problem was not verified.